Event description:
The customer reported the system displayed a filament error. No patient injuries were reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. Error code displayed.